Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3389s-40, lot# va0zq4n, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional via a manufacturer representative reported in (B)(6) 2017 a consumer had symptoms of legs reappeared and there was a tingling sensation behind the ear. On (B)(6) 2017 it was found the lead was ruptured and it was replaced with a new one. The consumer¿s current status was well. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va0zq4n, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that no further clarification could be provided regarding the previous report of the patient experiencing symptoms of legs reappearing as it was unknown. It was also noted that the device will be returned. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that "symptoms of legs reappeared" was meant to indicate tremor/rigidity.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.